Event description:
It was reported that the pump's usb port was broken which resulted in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.